Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: macon surgical associates. (B)(6), md. Office notes. Follow-up status-post right inguinal hernia repair. Inguinal pain unchanged, denies bulges. Scar right groin still has inflammation of chord. Assessment/treatment: unilating hernia with obstruction. Epididymitis. Still symptomatic, continue medication and followup with genitourinary. On (B)(6) 2011: [missing records: records for ultrasound completed on 04/29/11 were not provided.] On (B)(6) 2011: mccg. Radiology-ultrasound testicle with doppler. (B)(6), md. History: scrotal pain. Comparison: 04/29/11. Bilateral hydroceles and small varicoceles are present and appear similar to prior. Right testicle measures 3.4 x 2.4 x 2.3 cm. Left testicle measures 3.6 x 3.0 x 2.6 cm. Normal contour and echogenicity seen of testicles bilaterally. Color flow analysis reveals normal and symmetric flow within testicular parenchyma bilaterally. Left body of epididymis is well seen and there is an 8 mm cyst in body of left epididymis. No scrotal skin thickening identified. Relative low flow within left testicle at beginning of examination and this became more robust towards end of study. Impression: persistent bilateral hydroceles and small varicoceles. Normal grayscale and color-flow appearance to both testicles without discrete mass or other lesion within testicles. Varying degrees of flow seen within left testicle over time could indicate possibility of mild intermittent torsion. Epididymal cyst in mid body of left epididymis. On (B)(6) 2011: radiology associates of macon. (B)(6), md. Radiology-CT pelvis without contrast. History: testicular pain. Findings: both testicles present with small left sided hydrocele and moderate right sided hydrocele. Mild thickening of scrotal skin mainly at right side of scrotum. No soft tissue masses seen at level of scrotum. Several calcifications seen in midline. Inflammatory changes adjacent to skin of right scrotum extending from right inguinal region towards right testicle. Multiple small lymph nodes in right inguinal region all subcentimeter in size. Healing scar at right inguinal region with adjacent fascial thickening and radiopaque material suggestive of mesh that used for hernia repair. Adjacent soft tissue thickening and inflammatory changes extending from mesh along right side of inferior pelvis. Mesh used for hernia repair is folded on itself several times and very irregular in appearance with suggestion of its medial aspect extending into the proximal aspect of right scrotum. Several small adjacent lymph nodes are seen at right external iliac chain. No herniation of adjacent loop of small bowel. Impression: status post surgery in right inguinal region with healing scar. Presence of radiopaque mesh in right inguinal region suggests that right inguinal hernia repair was attempted. However, there is abnormal appearance of mesh which is folded on itself several times and very irregular. It would not be expected from successful inguinal repair. Correlate with clinical data. Inflammatory changes adjacent to repaired hernia extending into subcutaneous fat of right inguinal region and right scrotum with mild skin thickening. By history patient had very recent surgery and I cannot exclude that this represents expected post surgical changes. However, abnormal position of hernia mesh and significant inflammatory changes with small lymph nodes likely active worrisome for focal inflammation, possible cellulitis, no loculated fluid collections. Small hydrocele in left scrotum and moderated hydrocele in right scrotum likely reactive. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® bioabsorbable hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from prior to (B)(6) 2011 were not provided. (B)(6) 2011: medical center. (B)(6) md. Operative report. Preoperative diagnosis: right indirect inguinal hernia. Postoperative diagnosis: right indirect inguinal hernia, hydrocele, epididymitis. Procedure: right indirect inguinal hernia repair with ____ [sic] mesh. Assistant: (B)(6). Estimated blood loss: minimal. Description of procedure: ¿the patient was taken to the operating room after clipping the hair of his groin. The area was prepped and draped. A skin incision was made in the right inguinal area, and we divided the external ring in the direction of its fibers and divided the external oblique aponeurosis. Underneath we found a large vas deferens inflamed and an indirect, fluid-filled hernia sac in conjunction with a hydrocele. We opened the sac and ligated and placed a ____ [sic] mesh in the internal ring. This was sutured with vicryl suture, and then we used an onlay of ____ [sic] mesh on the inguinal floor behind the pubic tubercle, the shelving edge and the conjoined tendon and wrapping around the cord laterally. The subcutaneous tissue was closed with 3-0 vicryl and 4-0 vicryl. Dressing was applied. The patient was then awakened and taken to the recovery room in stable condition.¿. (B)(6) 2011: (B)(6) medical center. Implant sticker. Gore bio-a hernia plug. Ref catalogue number: 1hpgn[illegible]04. Lot batch code: [illegible]6[illegible]187. W. L. Gore & associates. The records confirm a gore bio-a hernia plug. Ref catalogue number: 1hpgn[illegible]04. Lot batch code: [illegible]6[illegible]187 was implanted during the procedure. (B)(6) 2011: (B)(6) hospital. (B)(6) md. History & physical. Cc: right groin pain. Hpi: complicated history of right groin pain. Received two different diagnosis from previous physicians. First presented to outside physician was told he was experiencing epididymitis. Dr. (B)(6) diagnosed patient with hernia and took him to operating room for repair. A plug and patch of unknown material was placed into the right groin after finding a hydrocele. After procedure, the patient continued to have severe pain. After receiving and ultrasound, he was told there was inflamed epididymis for which he underwent second course of antibiotics. Will receive a right groin exploration. Exam: abdomen tender protrusion is found in right groin covered by a well healed incision. Right testicle is not descended into the scrotal sac. Appears to be fixed in the upper scrotum or distal inguinal canal. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Pre/postoperative diagnosis: groin pain after previous outside inguinal hernia repair. Procedure: 1. Groin exploration. 2. Excision of previously placed inguinal mesh. 3. Right orchiectomy (performed in conjunction with the urology team). Assistant: zink. Indications for procedure: the patient is a very pleasant, 54-year-old male who underwent an urgent inguinal hernia repair earlier this spring in (B)(6) . He has had severe chronic right inguinal pain since that time. He has been seeing his surgeon as well as a urologist who have referred him now to emory. The patient¿s CT scan did not show a recurrent hernia. It appeared that he had a plug-and-patch previous hernia repair, and the mesh appeared to be in reasonable position. Of note, he did have a hydrocele around the right testicle, and the right testicle on physical exam was scarred into the inguinal canal as if it had not been delivered properly back into the scrotum postoperatively. It was this finding specifically that we offered surgery. I was very clear with the patient that surgery for chronic groin pain has probably a less than 50 % chance of being effective. In this setting we recommend likely that orchiectomy might explain the pain if the testicle could not be returned to a normal location in the scrotum. It was for this reason specifically that we explored the groin. The patient understood that ongoing pain might be an issue. I also discussed attempts at neurectomy as well as mesh excision to relieve pain; however, that these may or may not work. He understood that we would have ongoing pain management if his pain continues. Procedure in detail: ¿the patient was taken to the operating room and received 2 g of ancef. Scd boots were placed for dvt prophylaxis bilaterally. He had induction of general anesthesia, and then a foley catheter was placed. The right groin was prepped and draped and an ioban was used to protect the skin. The previous inguinal incision was opened, and the scar tissue was dissected down to the level of the external oblique fascia. We identified the fascia above the previously scarred planes in an unoperated plane and made a nick in it with a scalpel. We then used scissors to open the external oblique fascia and dissect it off the scarred structures beneath it which was the cord structures. The cord itself felt very thickened and hardened. Encircling the cord was difficult, but a penrose drain was able to be gotten around the cord. We then worked with the urology team with dr. Wyre to deliver the testicle into the groin. Due to the very thickened nature of the cord, the absence of an identifiable hernia, we decided to proceed with the cord structures carefully, and isolated the vascular structures and the vas deferens which was thickened separately. These were both suture ligated. We then explored the floor of the groin and identified a ball of mesh which looked like it might be part of a plug sutured near the pubic tubercle. There was no flat mesh spread beneath the external oblique as we would standardly place here. It was not a clear orientation the mesh had been placed in. We did dissect the majority of the mesh out; however, some of the mesh was going through the internal ring and felt very close to the iliac pulses below the inguinal ligament, and so this mesh was not excised. I was not willing to try to dissect the mesh off of the large vascular structures. We removed as much of the mesh as we could. We then sutured the transversalis down to the shelving edge of the inguinal ligament with three interrupted 0 ethibond sutures to attempt to reinforce the groin where the mesh had been excised. We did explore for the three nerves. The genitofemoral should have been ligated with the cord ligation. The ilioinguinal and genitofemoral nerves were not able to be identified in the scar tissue. No specific [sic] was therefore done. We then closed the external oblique fascia, and then closed the skin with 4-0 monocryl sutures. The patient was taken to recovery in stable condition. I was present throughout the procedure.¿. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Pre/postoperative diagnosis: 1. Groin pain after previous outside inguinal hernia repair. 2. Large right hydrocele. 3. Right testicle entrapped in hernia repair. Surgery is performed in conjunction with the general surgery team who has excising the previously placed inguinal mesh during a groin exploration. The urology portion of the procedure was a right orchiectomy. Indications for procedure: the patient is a 54-year-old male who underwent inguinal hernia repair at an outside institution. He subsequently developed severe chronic right inguinal pain, and was evaluated by dr. Davis and dr. Ritenour at emory. CT scan did not show a recurrent hernia. It appeared that he had a plug-and-patch previous hernia repair, and the mesh was visible on CT scan. He did have a hydrocele in the right testicle, and the right testicle was noted to be scarred into the inguinal canal, and on physical exam was not palpable in the right scrotum. The patient continued to have severe right-sided groin pain. After discussing his treatment options, the patient was extensively counseled that excision of the mesh may lead to a right orchiectomy and also may not relieve his pain. The patient accepted these risks and agreed to proceed with the surgery. Informed consent was obtained. Technique: ¿after informed consent was obtained, the patient was taken to the operating room. For the general surgery portion of the case please see their dictated op report. For the urology portion of the case, the spermatic cord had been identified and we using gentle pressure on the scrotum delivered the testis into the field. The surrounding attachments as well as the gubernaculum were divided so that the testicles could be completely delivered into the field. We opened the right sac in its extent and delivered the testicle out of the tunica vaginalis. The spermatic cord was densely adherent to the mesh, and the patient¿s vas deferens was incredibly thickened and inflamed. We could not safely remove the mesh without injuring the testicle, and we therefore elected to proceed with right orchiectomy as had been previously discussed with the patient. The cord was divided in two, isolating the vascular structures which were clamped and divided between clamps. The vascular structures were then suture ligated and allowed to retract into the internal inguinal ring. The vas deferens was clamped and suture ligated with a 0 silk tie, cut and allowed to retract back into the internal ring. The right testis was passed off the field as specimen. Patient was then left for the remainder of the general surgery portion of the case. Findings: 1. Completely entrapped testis and spermatic cord in the previous hernia [illegible] orchiectomy for safe removal of mesh. 2. [Illegible] right vas deferens. Specimen to pathology: right testicle. Complications: none. Disposition: the patient was left for the completion of the general surgery portion of the case.¿. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Pre/postoperative diagnosis: right groin pain. Procedure: 1. Right groin exploration. 2. Right orchiectomy. 3. Excision of right hernia mesh estimate 75% was removed, [illegible] not all was able to be removed. Steve davis who is present, scrubbed and participating through the entire procedure. Please note that dr. Hailey wyle from urology was present as well as additional attending. Findings: right testicle removed near the inguinal canal. Significant scarring, previous hernia mesh. Specimen: right testicle and right hernia mesh. Complications: none. Drains: none. Counts correct x 2. Estimated blood loss approximately 50 ml. Indications: patient is a 54 year-old male who developed right inguinal pain that had worsened as well as patient was noted to have a testicle that was retracted in his scrotum up near the inguinal canal with [illegible] pain in his groin when walking. Therefore he was scheduled for prior exploratory, possible orchiectomy. Procedure in detail: ¿after being informed of the risks, benefits of the procedure, patient gave informed consent, at which time he was brought to the operating room. Patient was placed on the operative table, a time-out was performed, identifying patient by name, date of birth, procedure and [illegible]. Patient was given [illegible] and was placed under general anesthesia. Patient was then prepped and draped in the usual fashion. Again, a timeout was performed, identifying patient by name, date of birth and procedure and [illegible]. At this time, a [illegible] the patient¿s right groin, utilizing elements of his previous hernia incision. Bovie electrocautery was utilized to dissect down through the subcutaneous tissue down to the level of the external abdominal oblique, which was incised using a [illegible] blade knife and metzenbaum scissors utilized to divide the [illegible] of the abdominal oblique down to the external canal. The spermatic cord was then dissected off of the external abdominal oblique fascia sharply with some difficulty given the previous scarring from his previous operation. Patient was found to have a large hydrocele and contained adjacent to his hydrocele was the patient¿s right testicle. This was brought up through the groin with the [illegible] it was largely near the external ring, delivered into the wound. This was found to have a [illegible] down spermatic cord. Please see the urology dictation for [illegible] of the patient¿s orchiectomy. Briefly, the [illegible] vaginalis was opened. The testicle was examined. Testicle was felt to be largely viable; however, the spermatic cord was significantly scarred, and it was felt to be the source of patient¿s groin pain. Given his thickened scarred appearance, there is inability to return to the normal anatomic position, and the probability that patient would continue to have considerable groin pain, it was determined that the patient would best benefit from a right orchiectomy. The spermatic cord was then grasped with a hemostat. It was divided using metzenbaum scissors and then suture ligated with a [illegible] silk x 2. The hydrocele was also evacuated, noted to have [illegible] fluid, which was then reduced back into the abdomen. The fascia [illegible] was dissected back toward the abdomen and reduced back into the abdomen. The hernia sac was identified and reduced back into the abdomen. At this time the remainder of inguinal canal floor was empty. The old hernia mesh was identified, and a large segment was resected. To note, some hernia mesh retracted. [Entire sentence illegible]. This was then cleared and transversalis muscle was [illegible] to the patient¿s inguinal ligament in modified [illegible]. At this time the pelvic floor was felt to be intact, and transversalis muscle was sutured to the patient¿s inguinal ligament in modified [illegible]. At this time the pelvic floor was felt to be intact, and it was determined that if the patient would require further hernia repair in the future [illegible] from recurrence, he would best benefit from a laparoscopic intraabdominal approach. Therefore at this time, two patient¿s external abdominal oblique was reapproximated with using 4-0 vicryl. The skin was reapproximated using a 4-0 vicryl with subcuticular [illegible] fashion with dermabond applied. At this time the procedure was completed, the drapes were removed. The anesthesia was discontinued. Patient was taken back to pacu. He was discharged to home with a supply of p.o. Pain medication.¿. (B)(6) 2011: (B)(6) hospital. (B)(6) md, phd. Surgical pathology report. Accession #: (B)(6). Final pathologic diagnosis: a. Testis, right; orchiectomy: spermatic cord with fibrosis and focal chronic inflammation. Testis with focal fibrosis and mild seminiferous tubule basement membrane thickening. No malignancy is identified. B. Mesh, right; removal: fibrovascular tissue with foreign material and multinucleated giant cell reaction. Clinical history: right groin exploration. Specimens received: a: right testicle. B: old right hernia mesh/inguinal. Gross description: specimen a is received in formalin in a container marked with the patient¿s name and medical record number and is designated as ¿right testicle¿ and contains a testicle, epididymis, spermatic cord and adherent soft tissue weighing 52.3 grams. The testicle measures 5.0 x 3.5 x 2.6 cm. The epididymis measures 3.5 x 1.5 x 1.5 cm. The spermatic cord measures 6.0 cm in length and is 0.9 cm in diameter. Both the tunica vaginalis and the tunica albuginea are incised to the level of the testis before receipt. The exposed testicle surface is inked yellow and the tunica albuginea and tunica vaginalis are inked black. The testicle and epididymis are bivalve to reveal unremarkable testicular parenchyma and epididymis with surrounding soft tissue swelling. No masses or lesions are identified. Sectioning through the soft tissue adjacent to the spermatic cord reveals edematous tissue but no focal lesions are identified. Representative sections are submitted as stated below. A1: spermatic cord margin. A2: proximal spermatic cord and adjacent soft tissue. A3: mid spermatic cord and adjacent soft tissue. A4: distal spermatic cord and adjacent soft tissue. A5: testicular parenchyma in relation to tunica albuginea. A6: testicular parenchyma in relation to epididymis. A7: testicular parenchyma in relation to mediastinal testis and epididymis. Specimen b is received in formalin in a container marked with the patient¿s name and medical record number and is designated as ¿old right hernia mesh¿ and contains a single portion of mesh with attached soft tissue measuring 2.9 x 1.7 x 0.8 cm. The soft tissue surrounding the mesh appears unremarkable and representative sections are submitted in cassette ¿b1.¿. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Ed physician report. Hpi: presents with wound bleeding and pain. Onset 2 days ago. Location: left scrotum and testicle opposite of the hernia repair. Symptoms: pain, redness and no discharge. Exam: left scrotum with bruising and tenderness, no masses, no induration no abscess felt. Medical decision making: differential diagnosis: wound hematoma, unlikely infection with dependent draining of fluid, labs, us of scrotum and swerial [sic] exams, have surgery see after work up. Radiology results: ultrasound, scrotum, complex fluid collection could be infected fluid or hematoma, base [sic] on clinical indication. Impression and plan: hematoma, s/p inguinal hernia repair, scrotal hematoma. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Consultation note. Cc: right groin pain and left testicular pain. Hpi: postop day 5, status post right groin exploration, removal of previously placed inguinal mesh and right orchiectomy. Underwent an urgent inguinal hernia repair earlier this spring. He developed severe chronic right inguinal pain. Presented to emory to have this treated. Underwent exploration for removal of mesh and possible orchiectomy and neurectomy. Pain had not improved significantly postoperatively. He noted general malaise and increased left testicular pain, prompting him to come to emergency room. Notes that his left side of his scrotum has turned a darker purple color and may be slightly swollen. Exam: right groin has a very small seroma or hematoma and a well-healing surgical incision above sealed with dermabond. There is no erythema, drainage or tenderness at the site. His right side of his scrotum has a firm, tender mass, and on the left side he has a large ecchymosis with very minimal swelling. Assessment/plan: left testicle has good flow. Right inguinal wound looks good without signs of infection. Return to urology clinic for potential removal of his foley. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bioabsorbable hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes (1932, 1994 and 3191 used for "right orchiectomy; removal of balled mesh which had densely adhered to the spermatic cord; swelling; giant cell reaction.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 26, 2011 through september 17, 2011 and not all records received in this time span are relevant to the gore® bio-a® hernia plug. Patient information: medical history: ¿ smoking - (B)(6) 2011: smoker 1 pack/day. ¿current every day smoker.¿ ¿ gastroesophageal reflux disease [gerd] ¿ right indirect inguinal hernia ¿ large right hydrocele ¿ hypothyroidism surgical procedures: ¿ 2005: cholecystectomy ¿ (B)(6) 2011: right indirect inguinal hernia repair with mesh. Implant: gore® bio-a® hernia plug + unknown onlay mesh. (B)(6) 2011: right groin exploration. Excision of previously placed inguinal mesh. Right orchiectomy. Implant preoperative complaints: (B)(6) 2011: ¿admitted last night with complaint of testicular pain. On antibiotics, levaquin/rocephin. Awaiting urology consult.¿ (B)(6) 2011: ¿feels like inguinal hernia. Plan operation later today.¿ implant procedure: right indirect inguinal hernia repair with mesh. [Implant: gore® bio-a® hernia plug, 1hpgnf04/illegible] + unknown onlay mesh [no product ID provided]. Implant date: (B)(6) 2011 description of hernia being treated: ¿a skin incision was made in the right inguinal area, and we divided the external ring in the direction of its fibers and divided the external oblique aponeurosis. Underneath we found a large vas deferens inflamed and an indirect, fluid-filled hernia sac in conjunction with a hydrocele.¿ implant size and fixation: ¿we opened the sac and ligated and placed a ___ [sic] mesh in the internal ring. This was sutured with vicryl suture, and then we used an onlay of ___ [sic] mesh on the inguinal floor behind the pubic tubercle, the shelving edge and the conjoined tendon and wrapping around the cord laterally. The subcutaneous tissue was closed with 3-0 vicryl and 4-0 vicryl.¿ relevant medical information: (B)(6) 2011: follow-up. ¿inguinal pain unchanged, denies bulges. Scar right groin still has inflammation of chord [sic]. Assessment/treatment: unilating [sic] hernia with obstruction. Epididymitis. Still symptomatic, continue medication and followup with genitourinary.¿ (B)(6) 2011: ultrasound testicle with doppler. ¿scrotal pain. Impression: persistent bilateral hydroceles and small varicoceles. Normal grayscale and color-flow appearance to both testicles without discrete mass or other lesion within testicles. Varying degrees of flow seen within left testicle over time could indicate possibility of mild intermittent torsion. Epididymal cyst in mid body of left epididymis.¿ (B)(6) 2011: CT pelvis. ¿history: testicular pain. Impression: status post surgery in right inguinal region with healing scar. Presence of radiopaque mesh in right inguinal region suggests that right inguinal hernia repair was attempted. However, there is abnormal appearance of mesh which is folded on itself several times and very irregular. It would not be expected from successful inguinal repair. Correlate with clinical data. Inflammatory changes adjacent to repaired hernia extending into subcutaneous fat of right inguinal region and right scrotum with mild skin thickening. By history patient had very recent surgery and I cannot exclude that this represents expected post surgical changes. However, abnormal position of hernia mesh and significant inflammatory changes with small lymph nodes likely active worrisome for focal inflammation, possible cellulitis, no loculated fluid collections. Small hydrocele in left scrotum and moderated hydrocele in right scrotum likely reactive.¿ explant preoperative complaints: (B)(6) 2011: history & physical. ¿right groin pain. Complicated history of right groin pain. Received two different diagnosis from previous physicians. First presented to outside physician was told he was experiencing epididymitis. Dr. W. Diagnosed patient with hernia and took him to operating room for repair. A plug and patch of unknown material was placed into the right groin after finding a hydrocele. After procedure, the patient continued to have severe pain. After receiving and ultrasound, he was told there was inflamed epididymis for which he underwent second course of antibiotics. Will receive a right groin exploration. Exam: abdomen tender protrusion is found in right groin covered by a well healed incision. Right testicle is not descended into the scrotal sac. Appears to be fixed in the upper scrotum or distal inguinal canal.¿ (B)(6) 2011: indication: ¿the patient is a very pleasant, 54-year-old male who underwent an urgent inguinal hernia repair earlier this spring. He has had severe chronic right inguinal pain since that time. He has been seeing his surgeon as well as a urologist who have referred him now to emory. The patient¿s CT scan did not show a recurrent hernia. It appeared that he had a plug-and-patch previous hernia repair, and the mesh appeared to be in reasonable position. Of note, he did have a hydrocele around the right testicle, and the right testicle on physical exam was scarred into the inguinal canal as if it had not been delivered properly back into the scrotum postoperatively. It was this finding specifically that we offered surgery. I was very clear with the patient that surgery for chronic groin pain has probably a less than 50% chance of being effective. In this setting we recommend likely that orchiectomy might explain the pain if the testicle could not be returned to a normal location in the scrotum. It was for this reason specifically that we explored the groin. The patient understood that ongoing pain might be an issue. I also discussed attempts at neurectomy as well as mesh excision to relieve pain; however, that these may or may not work. He understood that we would have ongoing pain management if his pain continues.¿ explant procedure: right groin exploration. Excision of previously placed inguinal mesh. Right orchiectomy (performed in conjunction with the urology team) explant date: (B)(6) 2011 procedure: ¿the previous inguinal incision was opened, and the scar tissue was dissected down to the level of the external oblique fascia. We identified the fascia above the previously scarred planes in an unoperated plane and made a nick in it with a scalpel. We then used scissors to open the external oblique fascia and dissect it off the scarred structures beneath it which was the cord structures. The cord itself felt very thickened and hardened. Encircling the cord was difficult, but a penrose drain was able to be gotten around the cord. We then worked with the urology team with dr. (B)(6) to deliver the testicle into the groin. Due to the very thickened nature of the cord, the absence of an identifiable hernia, we decided to proceed with the cord structures carefully, and isolated the vascular structures and the vas deferens which was thickened separately. These were both suture ligated. We then explored the floor of the groin and identified a ball of mesh which looked like it might be part of a plug sutured near the pubic tubercle. There was no flat mesh spread beneath the external oblique as we would standardly place here. It was not a clear orientation the mesh had been placed in. We did dissect the majority of the mesh out; however, some of the mesh was going through the internal ring and felt very close to the iliac pulses below the inguinal ligament, and so this mesh was not excised. I was not willing to try to dissect the mesh off of the large vascular structures. We removed as much of the mesh as we could. We then sutured the transversalis down to the shelving edge of the inguinal ligament with three interrupted 0 ethibond sutures to attempt to reinforce the groin where the mesh had been excised. We did explore for the three nerves. The genitofemoral should have been ligated with the cord ligation. The ilioinguinal and genitofemoral nerves were not able to be identified in the scar tissue. No specific [sic] was therefore done. We then closed the external oblique fascia, and then closed the skin with 4-0 monocryl sutures.¿ ¿right testicle entrapped in hernia repair. Surgery is performed in conjunction with the general surgery team who has excising the previously placed inguinal mesh during a groin exploration. The urology portion of the procedure was a right orchiectomy. History: CT scan did not show a recurrent hernia. It appeared that he had a plug-and-patch previous hernia repair, and the mesh was visible on CT scan. He did have a hydrocele in the right testicle, and the right testicle was noted to be scarred into the inguinal canal, and on physical exam was not palpable in the right scrotum. The patient continued to have severe right-sided groin pain. After discussing his treatment options, the patient was extensively counseled that excision of the mesh may lead to a right orchiectomy and also may not relieve his pain. The patient accepted these risks and agreed to proceed with the surgery.¿ technique: ¿for the urology portion of the case, the spermatic cord had been identified and we using gentle pressure on the scrotum delivered the testis into the field. The surrounding attachments as well as the gubernaculum were divided so that the testicles could be completely delivered into the field. We opened the right sac in its extent and delivered the testicle out of the tunica vaginalis. The spermatic cord was densely adherent to the mesh, and the patient¿s vas deferens was incredibly thickened and inflamed. We could not safely remove the mesh without injuring the testicle, and we therefore elected to proceed with right orchiectomy as had been previously discussed with the patient. The cord was divided in two, isolating the vascular structures which were clamped and divided between clamps. The vascular structures were then suture ligated and allowed to retract into the internal inguinal ring. The vas deferens was clamped and suture ligated with a 0 silk tie, cut and allowed to retract back into the internal ring. The right testis was passed off the field as specimen. Patient was then left for the remainder of the general surgery portion of the case. Findings: 1. Completely entrapped testis and spermatic cord in the previous hernia [illegible] orchiectomy for safe removal of mesh. 2. [Illegible] right vas deferens. Specimen to pathology: right testicle.¿ right groin exploration. Right orchiectomy. Excision of right hernia mesh estimate 75% was removed, [illegible] not all was able to be removed. Findings: right testicle removed near the inguinal canal. Significant scarring, previous hernia mesh. Specimen: right testicle and right hernia mesh. - ¿at this time, a [illegible] the patient¿s right groin, utilizing elements of his previous hernia incision. Bovie electrocautery was utilized to dissect down through the subcutaneous tissue down to the level of the external abdominal oblique, which was incised using a [illegible] blade knife and metzenbaum scissors utilized to divide the [illegible] of the abdominal oblique down to the external canal. The spermatic cord was then dissected off of the external abdominal oblique fascia sharply with some difficulty given the previous scarring from his previous operation. Patient was found to have a large hydrocele and contained adjacent to his hydrocele was the patient¿s right testicle. This was brought up through the groin with the [illegible] it was largely near the external ring, delivered into the wound. This was found to have a [illegible] down spermatic cord. Briefly, the [illegible] vaginalis was opened. The testicle was examined. Testicle was felt to be largely viable; however, the spermatic cord was significantly scarred, and it was felt to be the source of patient¿s groin pain. Given his thickened scarred appearance, there is inability to return to the normal anatomic position, and the probability that patient would continue to have considerable groin pain, it was determined that the patient would best benefit from a right orchiectomy. The spermatic cord was then grasped with a hemostat. It was divided using metzenbaum scissors and then suture ligated with a [illegible] silk x 2. The hydrocele was also evacuated, noted to have [illegible] fluid, which was then reduced back into the abdomen. The fascia [illegible] was dissected back toward the abdomen and reduced back into the abdomen. The hernia sac was identified and reduced back into the abdomen. At this time the remainder of inguinal canal floor was empty. The old hernia mesh was identified, and a large segment was resected. To note, some hernia mesh retracted . [Entire sentence illegible]. This was then cleared and transversalis muscle was [illegible] to the patient¿s inguinal ligament in modified [illegible]. At this time the pelvic floor was felt to be intact, and transversalis muscle was sutured to the patient¿s inguinal ligament in modified [illegible]. At this time the pelvic floor was felt to be intact, and it was determined that if the patient would require further hernia repair in the future [illegible] from recurrence, he would best benefit from a laparoscopic intraabdominal approach. Therefore at this time, two patient¿s external abdominal oblique was reapproximated with using 4-0 vicryl. The skin was reapproximated using a 4-0 vicryl with subcuticular [illegible] fashion with dermabond applied. At this time the procedure was completed, the drapes were removed. The anesthesia was discontinued. Patient was taken back to pacu. He was discharged to home with a supply of p.o. Pain medication.¿ ¿ 9/12/11: pathology. ¿a. Testis, right; orchiectomy: spermatic cord with fibrosis and focal chronic inflammation. Testis with focal fibrosis and mild seminiferous tubule basement membrane thickening. No malignancy is identified. B. Mesh, right; removal: fibrovascular tissue with foreign material and multinucleated giant cell reaction. Gross description: specimen b is received in formalin in a container marked with the patient¿s name and medical record number and is designated as ¿old right hernia mesh¿ and contains a single portion of mesh with attached soft tissue measuring 2.9 x 1.7 x 0.8 cm. The soft tissue surrounding the mesh appears unremarkable and representative sections are submitted in cassette ¿b1.¿ relevant medical information: (B)(6) 2011: ¿presents with wound bleeding and pain. Onset 2 days ago. Location: left scrotum and testicle opposite of the hernia repair. Symptoms: pain, redness and no discharge. Exam: left scrotum with bruising and tenderness, no masses, no induration no abscess felt. Differential diagnosis: wound hematoma, unlikely infection with dependent draining of fluid, labs, us of scrotum and swerial [sic] exams, have surgery see after work up. Radiology results: ultrasound, scrotum, complex fluid collection could be infected fluid or hematoma, base [sic] on clinical indication. Impression and plan: hematoma, s/p inguinal hernia repair, scrotal hematoma. (B)(6) 2011: consultation note. ¿right groin pain and left testicular pain. Postop day 5, status post right groin exploration, removal of previously placed inguinal mesh and right orchiectomy. Underwent an urgent inguinal hernia repair earlier this spring. He developed severe chronic right inguinal pain. Presented to have this treated. Underwent exploration for removal of mesh and possible orchiectomy and neurectomy. Pain had not improved significantly postoperatively. He noted general malaise and increased left testicular pain, prompting him to come to emergency room. Notes that his left side of his scrotum has turned a darker purple color and may be slightly swollen. Exam: right groin has a very small seroma or hematoma and a well-healing surgical incision above sealed with dermabond. There is no erythema, drainage or tenderness at the site. His right side of his scrotum has a firm, tender mass, and on the left side he has a large ecchymosis with very minimal swelling. Assessment/plan: left testicle has good flow. Right inguinal wound looks good without signs of infection. Return to urology clinic for potential removal of his foley. Conclusion: it should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to adhesions, pain, migration, reaction, inflammation and explant, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh and/or hernia plug use. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® bioabsorbable hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6) 2011 whereby a gore bioabsorbable hernia plug was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: right orchiectomy; removal of balled mesh which had densely adhered to the spermatic cord; severe pain, swelling & inflammation; giant cell reaction. Additional event specific information was not provided.